Event description:
According to the reporter, during a laparoscopic right hemicolectomy procedure, at the time of external colon anastomosis, the middle area and the tip that was stapled were poorly formed, and the fluid slowly came out. The surgeon used sutures to resolve the issue. Medtronic's evaluation of the device found that the clamping mechanism was deformed which is indicative of being applied to tissue that is beyond the recommended thickness range.

Manufacturer narrative:
D10 concomitant products: egiaushort - egiaushort endogia ultra univ sht stap, lot# p3g0194; egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0411; egia60amt - egia60amt egia 60 artic med thick sulu, lot# p3f0411; unknown egia su - unknown endo gia sulu, lot# unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information re garding the specific customer issue that occurred with the device was available. Upon examination of the sample, it was found that the clamping mechanism was deformed. Visual inspection noted the reload was fully fired and the interlock was engaged. The jaw of the reload was open. Some staple pushers were pushed back to the cartridge. The product analysis noted evidence that the device was not used as intended. This issue may occur if the device was applied to tissue that is beyond the recommended thickness range. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.